Event description:
Pt was in surgery for CABG with a baseline act of 111. Pt was given 30,000 units of heparin at 10:15 am and the act result was 374; 10,000 add¿l units of heparin were given at 10:30 am to the pt and the act result was 408. Over the course of the next 45 minutes, the pt¿s act results were between 404 and 522. Patient was given an add¿l 5,000 units of heparin at 11:45 am, and 4 units of fresh frozen plasma and the act result was 465. Pt was tested at 12:15 pm and act results was >1000. Surgeon retested the pt at 12:45 pm and act result was 448.